Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of 40 mg/dl at the time of the incident, the customer current blood glucose was 185 mg/dl. The customer was hospitalized on (B)(6) 2019 at 3am.the drive support cap appears normal (slightly indented). The customer was treated with food and intravenous insulin. Patient has been experiencing low blood glucose event for the past 8 months customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was received without the original battery cap. Using a test battery cap, no anomaly noted when installing or removing the battery cap. No unexpected motor noise noted during testing. No unexpected motor anomaly or displacement anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using care link. Device had minor scratched display window, scratched case, broken battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.